Event description:
It was reported that insulin gauge in mobile app displayed amount different than expected, showing a high fill estimate even though only small amount of insulin remained in cartridge. There was no reported impact to the customer¿s blood glucose level. Caller completed load process correctly, then, with assistance from technical support, reloaded same cartridge, after which displayed amount aligned with actual insulin in cartridge and issue was resolved.